Manufacturer narrative:
Results: the pusher assembly was kinked approximately 20.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm using penumbra smart coils (smart coils). During the procedure, while the physician was attempting to advance a smart coil through a non-penumbra microcatheter, the smart coil would not advance out of its introducer sheath. Therefore, the smart coil was removed and the procedure continued with another coil and the same microcatheter. There was no report of an adverse effect to the patient.